Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed hematoma and bleeding at the access site after moving, rolling the patient, and taking knee immobilizer off. To manage bleeding, the suture pad was stitched flat. The patient had coronary artery bypass graft done and the physician decided that the patient didn¿t need the impella after surgery, so impella was surgically removed. Patient is stable post explant.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Access site adverse event/major bleed/hematoma: returned product was investigated, and there were no abnormalities noted on the repositioning sheath. It was noted, however, that the sterile sleeve had torn off of the touhy-borst valve. This was not reported, and deemed to be unrelated to the access site bleed. The reported contributing factors of the access site bleed were all related to the use of the product: high activated clotting time (acts), improper positioning of the repositioning unit, and patient movement. For this reason, the cause of the access site bleed was determined to be a use related issue. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.